Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was obtained: lot number of xc200: null to te2ahs. Qty of product involved of xc200: 2 to 3. Qty to be returned of xc200: 2 to 3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: events reported via: mw# 2210968-2024-00355, mw# 2210968-2024-00356, and mwr-02022024-0001565499.

Event description:
It was reported a patient underwent a laparoscopic procedure on an unknown date and an absorbable clip was used. The clip could not be clipped on the suture properly. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested

Manufacturer narrative:
Product complaint(B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - package lot number of the clips?=>unknown. - please provide the applier product code and lot number? =>the applier product code is ka200 and lot number is unknown.- please confirm if there is an issue with the applier?=>no. If yes, please create a product complaint and provide the respective reference number(s). =>n/a, - what suture type and size was used?=>currently, unknown. - when the event occurred, was the suture placed near the hinge of the clip? =>currently, unknown. - were you able to lock the clip closed on the suture?=>no. If yes, after it closed, was the clip holding securely fixed on the suture? =>n/a. - was the applier checked for damaged (jaws straight and aligned)? =>there is no damage of the applier .- if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?=>currently, unknown. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). =>the sales rep has already known. - please perform and document the follow up attempt for product return. => we regularly contact with sale rep about the device returning. Note: events reported via: mw# 2210968-2024-00355. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (c) cartridge was received with one opened foil and a cartridge with five clips loaded. However, one clip was moved inside of the cartridge due to improper handling of the clips. Also, one loose clip was received along with the cartridge. The clip moved was accommodated in the cartridge and the loose clip was manually loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed the clips as intended. Due to the condition of the clip, the reported complaint was confirmed by an external cause as improper handling. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.